Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 600 mg/dl, which was treated with intravenous drip. The customer had hand trimmers. The customer was hospitalized for four days. The customer was wearing the insulin pump at t he time of the hospitalization. At the time of the phone call the customer's blood glucose was 55 mg/dl. The caller stated that the customer administered five units of insulin when their blood glucose was low. During the phone call the customer was treated with juice and sugar, and food. The customer was not hospitalized for the low blood glucose. The customer preferred inserting the infusion sets manually. The customer's last blood glucose was 108 mg/dl. Nothing further was reported.